Event description:
It was reported that during surgery the tip of the reported device fractured. There were no adverse consequences reported.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis, labeling review: the device was returned for inspection and the event was confirmed. The tip of the returned device is broken. The breakage is located on the junction between hexagonal and cylindrical parts of the inner shaft. Machining lines are visible on the 8.5mm cylindrical part of the shaft but they are not very deep. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. The functional test and verification of appearance and shape is done on the entire batch. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. The results of the complaint history analysis for this same issue revealed a total 26 complaints involving 26 instruments received for torque wrench tip breakage on devices which were manufactured after an internal corrective action was initiated and implemented. This first CAPA was initiated in order to find the failure cause and propose corrective and preventive actions, including a design change of the torque wrench to prevent tip breakage. An alternative link between the tube (outer shaft) and inner shaft without press fit pin and welding was implemented. A non-conformance was initiated following the recurrent issue of breakage of the hex tip of the xia 3 torque wrenches which were manufactured after the initial CAPA was implemented. The torque wrench involved in the present complaint was manufactured after the implementation of this CAPA and the observations made during inspection of the returned device led us to conclude that the present complaint enters into the scope of the non-conformance. Conclusion: the device failure directly caused the event and the instrument design contributed to this event. As this issue has been noted on previous complaints for this product since the design change, an internal non-conformance has been opened and an extended investigation via the non-conformance system is being conducted to address this issue.

Event description:
It was reported that during surgery the tip of the reported device fractured. There were no adverse consequences reported.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history and risk assessment analysis, and material analysis. Results: visual inspection. The hex tip is broken. Breakage is located at the border between hexagonal part and cylindrical part of the tip. Numerous machining lines are visible on the 8.5mm diameter zone. Device history review: no non conformities or deviations linked with reported event were noted during manufacturing process. Complaint history: (B)(4) complaints for this instrument were received for breakage of the hexagon tip. Material analysis: two instruments from prior complaints were sent to external and internal labs for analysis. The analyses demonstrated that the device failed as a result of a semi-fragile sudden rupture process initiated by an important notch effect. Risk analysis: there were no adverse consequences reported. Conclusion: the reported breakage was confirmed and a non-conformance report has been initiated.